Manufacturer narrative:
This report is being supplemented for a correction to g2 (also selected ¿health professional¿ which was inadvertently left off the previous reports). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). The customer answered the following: a. Any malfunction of reprocessing accessories? No b. Delay of pre-cleaning? No c. Delay of manual cleaning (if delayed, presoaking is required)? No d. Air / water flush during pre-cleaning? Yes e. Detergent flush during manual cleaning? Yes f. Brushing / wiping of the distal end during manual cleaning? Yes. Although customer cds (cleaning, disinfection and sterilization) staff is trained and perform recommended steps, the possibility of missing a few steps cannot be denied. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the air/water nozzle and the scope remains dirty, was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported problem of free play in the control knob was confirmed. The device evaluation found nozzle has foreign objects. The foreign material was yellowish/brown in color but it was unknown what the foreign material was. The c-cover and adhesive around lg lens and objective lens of the insertion section were dirty. In addition it was found that due to clogging of nozzle, water removal ability does not meet the standard value. Scratches were found on the lg lens, control unit, s-cover, switch, switch box, scope connector cover, scope connector case and plug. The evaluation also found the black covering of the bending section and universal cord was discolored, and the lg-cover glass had a dent. The device evaluation also found the forceps and suction cylinder were shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the scope was found to have free play in the control knob during reprocessing. Upon inspecting and testing of the returned device found that the distal end cover, the adhesive around the light guide lens and the objective lens at the distal end were dirty and the nozzle had foreign objects. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.